Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2013 with the following findings: during testing, the audio bolus button was responsive. The button cover was removed; there was no evidence of a misaligned contact and no contamination. The keypad was found to be intact; no peeling or lifting was observed. During testing, all the keypad buttons were responsive. During investigation, evidence of contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the audio bolus button was intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.